Event description:
The customer reported the unit locked up. There was no pt involvement.

Manufacturer narrative:
The customer reported the unit locked up. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon complete of the investigation.